Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an s3 alarm occurred during a patient transport within a hospital. The customer stated that while transporting a centrimag venovenous extracorporeal membrane oxygenation (vv-ECMO) patient, the centrimag console was plugged into a battery backup/power strip device. The s3 alarm did not resolve when they plugged the battery backup device into a hospital emergency outlet. The customer was advised to discontinue the use of the power strip and to switch to another centrimag console and motor that was plugged directly into a red hospital ac power outlet. The customer stated that they did not want to switch to another device at this time as the patient was considered a do not resuscitate (dnr) and that somehow switching to another device would be a problem. Several hour later the customer switched to another centrimag console yet continued to use the battery backup/power strip device and the 2nd centrimag system also displayed an s3 alarm.